Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes were recorded due to undersensing on the device. Technical support was contacted and reprogramming the device was recommended to resolve the issue. The patient was in stable condition.